Manufacturer narrative:
Product event summary: the full delivery system was returned with the device not intact with the tether and the device was separated from the delivery system, the tether pin was cut from the tether, and it was analyzed. The lumen of the delivery system was torn. The delivery system inner shaft was mechanically kinked/bent at 1.5 cm from the distal end of the recapture cone. The delivery system stability member was kinked/buckled at .5 cm from the distal end of the handle. The delivery system tether was cut. Blood was observed on the outer shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted articulation could not be performed due to the device being removed and the tether being cut. It could not be determined if the tether was intertwined with the tether as the device was separated from the tether. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) a blood clot and the delivery system tether were intertwined on distal end of the device. The tether was cut but was badly wound up. The leadless implantable pulse generator (ipg) was not used and was replaced. No patient complications have been reported as a result of this event.